Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that the insulin pump alarmed with a no delivery. The patient's blood glucose at the time of incident exceeded 600 mg/dl. The customer confirmed that the alarms have been a normal occurrence for the past two months. Troubleshooting was initiated for the no delivery alarm; the pump, insulin, and infusion set were inspected for damage and functionality. No discernible damage or anomalies in the infusion set or insulin pump were noted. The customer declined to troubleshoot for the recurring alarms. The customer was advised to revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.